Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Rn was disconnecting primary IV tubing from patient's PICC. Part of the primary tubing which connected to the clave broke off and was stuck on PICC clave during disconnection. Rn had to change PICC clave and change IV tubing.